Event description:
The customer reported that during preparation for a radio frequency ablation procedure, no problem was found with the equipment. However, one minute after the ablation started, the generator suddenly turned off. The act needle was removed and procedure was completed using a different method.

Manufacturer narrative:
Date of initial report : 06/05/2009. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.